Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient underwent a heart transplant due to concerns of right ventricular failure and arrhythmias such as ventricular tachycardia. The outcome was said to not have been device or therapy related. The pump was explanted but was said to not be returning.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient experienced symptoms of syncope, palpitations, elevated central venous pressure, pulmonary hypertension, poor appetite, and hypervolemia prior to transplant. The patient was treated with medications including amiodarone, mexiletine, lidocaine, and continuous telemetry monitoring. Prior to lvad implant the patient had low normal right ventricular function. The patient had been supported by a temporary lvad prior to heartmate 3 implant. It was unknown if the lvad contributed to the patient's right heart failure. The patient had a history of arrhythmia and an implantable cardiac defibrillator (ICD) placed prior to lvad implant, and the arrhythmia was not thought to be device or therapy related.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section d6b: date of explant corrected. Sections e2 and e3: corrected. Section g2: report source corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. It was reported that heartmate 3 lvad, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, document rev. D, is currently available. Section 1, "introduction", lists right heart failure and cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management", lists arrhythmia as a potential late postimplant complication. Section 6 (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. No further information was provided. The manufacturer is closing the file on this event.